Event description:
It was reported that the user experienced a low glucose alert on the pump, with a sensor glucose of 55 mg/dl, after a prior evening hyperglycemia related to dinner and a subsequent pump-delivered correction that preceded a morning low; the user had some wine and treated the low with peanut butter, and glucose levels stabilized. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose without escalation of care. Investigation included case triage with troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.